Event description:
(B) (4). Initial information was received from a physician on 28-apr-2008, with additional information obtained from reporter on 29apr08: a currently (B) (6) female received her first injections of poly-l-lactic acid (sculptra) to her face on (B) (6)-2008 for cosmetic facial filling. The treatment with poly-l-lactic acid was reported as uneventful. The patient received a second session of poly-l-lactic acid on (B) (6)-2008, one vial to the face and one vial to the dorsum of the hands, (no lot #'s provided). The patient noticed some swelling in her hands later that day, and after about three days, the swelling was so bad that she could not move her fingers, one hand was worse than the other. Her face was also swollen, but not as bad as her hands. The physician started that patient on azithromycin (zithromax), in case of infection, and on warm compresses. (Patient was reported as allergic to penicillin.) The swelling in her face has receeded but the injection sites have gotten harder and harder, and are "as hard as a rock." On day of initial call, (B) (6)-2008, the patient's hands were still swollen, so the physician gave her a prescription for methylprednisolone (medrol dosepak). No further medical information was provided. Additional information was received from physician 29-apr-2008: (B) (6) contacted physician: on (B) (6) 2008, poly-l-lactic acid (lot#2a6015/exp. Nov08) was reconstituted with sterile water provided, and 1 cc lidocaine added just before injection: 5cc (1 vial) poly-l-lactic acid to face (nasolabial folds, marionette lines, prejowl and cheek hollows), 10cc (1 vial) to hands. Separate vials were used for hands and face. Each injection site of hands and face feel hard in the subcutaneous tissue, and the skin feels thick, "seems to be fat necrosis." When asked if the hard sites were nodules or mass, physician explained that the whole area of each injection site "feels hard like cement," but he would not classify as a mass or nodule. Hand swelling got so bad that the patient couldn't move her fingers. Hands still have induration and swelling but patient can move fingers. (On (B) (6) 2008, patient was injected with 1 vial (lot#2a6015/expiration date nov08) poly-l-lactic acid to face only, reconstituted and injected the same as with the injections of (B) (6)-2008 and had no issues.) Patient told physician she had an allergy to eggs but an allergy test was negative; other medical history includes abdominoplasty, blepharoplasty to lower lids many years ago, no hypertension, cholesterol 211, chem/metabolic/cbc normal, urinalysis normal, no other medical history; (B) (6). No further medical information provided. Additional information received from physician by medical information on 29-apr-2008: physician stated that he discussed this case with colleagues & trainer. He reported using 3 different vials of poly-l-lactic acid (sculptra) between 1st treatment (feb) and current, therefore, reporter discounted contamination from procedure itself. (Lot numbers not provided.) Physician reported that all vials were reconstituted with sterile water for injection (swfi) + lidocaine only; no bacteriostatic water or other diluent was used; physician stated that it was done "per the labeling". He reported that erythema/edema began within 36 hours after 2nd treatment (hands/face): appearance of cellulitis, but he was unable to drain anything from indurated area on hands. After coverage with ciprofloxacin (cipro,) azithromycin (zithromax) and methylprednisolone (medrol dosepak,) the hand edema was subsiding, but the facial injection site induration seemed to be less responsive. He reported that the patient had previously received treatment with hyaluronic acid dermal filler (restylane) without complication, (dates not provided,) and has seen an allergist previously for concerns over penicillin and egg hypersensitivity. No further medical information was provided.

Manufacturer narrative:
Case had been truncated. Initial info from a md 8apr08. A (B) (6) female received her 1st injection of poly-l-lactic acid (sculptra) to her face on (B) (6) 2008 for cosmetic facial filling. Pt received a 2nd session of sculptra on (B) (6) 2009, 1 vial to the face & 1 vial to the dorsum of the hands, (no lot provided). After 3 days, swelling was so bad she could not move fingers, one hand was worse than the other. Face was also swollen, but not as bad as her hands. Pt started on zithromax & on warm compresses. Swelling in face has receeded but the inj sites have gotten "as hard as a rock." Initial call, (B) (6)-2008, md gave her medrol dosepak. Additional info from md 29apr08: on 09apr08, sculptra (lot#2a6015/exp. Nov08) was reconstituted with sterile water provided, & 1 cc lidocaine added just before injection: 5 cc of sculptra to face (nasolabial folds, marionette lines, prejowl & cheek hollows), 10cc to hands. Separate vials were used for hands & face. Each inj site of hands & face feel hard in the subcutaneous tissue, and skin "seems to be fat necrosis." When asked if the hard sites were nodules or mass, md explained that whole area of each inj site "feels hard like cement," but would not classify as a mass or nodule. Hand swelling got so bad, pt couldn't move fingers. Hands still have induration & swelling but can move fingers. On (B) (6) 2008, injected with 1 vial (lot#2a6015/expiration date nov08) sculptra to face only, reconstituted & injected the same as with the injections of (B) (6) 2008 & had no issues. Allergy to eggs but an allergy test was negative, medical hx includes abdominoplasty and blepharoplasty and allergic to penicillin. Additional info from md (B) (6)-2008: erythema.edema began within 36 hrs after 2nd tx (hands/face): appearance of cellulitis, unable to drain from indurated area on hands. After cipro, zithromax and medrol dosepak, hand edema subsiding, facial inj site induration less responsive. Pt had received tx with restylane.